Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4203vf intraocular plate lens. The lens was inserted into the eye and the surgeon was not able to fixate the lens in place resulting in a capsular tear. Subsequently, the lens was removed and an anterior vitrectomy was performed. The surgeon used a back-up lens and the pt is doing well.